Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: as the lot # is unknown, the UDI will consist of the primary di only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set with duovent leaked from the secondary port of the tubing. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.